Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation to treat ventricular tachycardia in the right ventricle, an intellanav st catheter was selected for use. It was reported that the catheter was connected to maestro system, however, ablation power output was unable to increase more than 15 watts. The catheter was exchanged for another model and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
Date of event (b3), initial reporter last name (e1), and evaluation - method/conclusion codes (h6) were updated

Event description:
During an ablation to treat ventricular tachycardia in the right ventricle, an intellanav st catheter was selected for use. It was reported that the catheter was connected to maestro system, however, ablation power output was unable to increase more than 15 watts. The catheter was exchanged for another model and the procedure was completed successfully with no patient complications.